Event description:
Vad parameter were out of range. High power >10, low pi <2, high flow/+++.pt was hemodynamically unstable with signs of poor cardiac output. Cns depressed.pump thrombosis was suspected. Returned to or for pump exchange.